Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the core impaction drill overheated during a procedure. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the core impaction drill overheated during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The failure for overheating was not confirmed by the repair technician and diagnostic engineer through functional evaluation, disassembly and visual inspection. The components of the drill were conforming. The drill was clean, lubed, adjusted, passed final inspection and returned to stock as a loaner device.